Event description:
It was reported that a small volume intermate had particulate matter inside the reservoir. This was identified during filling. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This device was manufactured january 15, 2013 ¿ january 16, 2013. Evaluation summary: the sample was received for evaluation. Visual inspection identified white particles floating within the fluid in the reservoir. The particles were between 0.03 to 4.00 mm in size. Fourier transform infrared (ftir) spectroscopy was performed, which identified the particles to be acrylic material. The cause of the particulate matter was not able to be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.